Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue, but the alarm occurred again. The pump was replaced, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 116 mg/dl.